Manufacturer narrative:
No product was returned however the pumps operators manual in section the alarms and messages section describes all possible alarms and messages the pump can display along with possible causes and remedies. The user should first consult with the operator's manual for an alarms or messages displayed and with the other sections of the manual appropriate to the perceived problem they are having. The device should be returned to smiths medical if the problem persists. At this point there is no evidence that the pump failed to meet specifications. If the product is returned, smiths medical will reopen this complaint for further investigation. A DHR review could not be performed in that no specific product was identified. No serial number was provided. No product returned. Most probable cause due to improper user interaction with the product.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed no disposable. No patient injury was reported. No additional information is available.

Manufacturer narrative:
H10: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the reporting manufacturer will reopen this complaint for further investigation. A device history record review could not be performed in that no specific product was identified. No serial number was provided.